Event description:
It was reported that approximately one year post promus stent implantation in the left main coronary artery, the patient experienced dizziness, lightheadedness, numbness and tingling caused by orthostatic hypotension. The patient was hospitalized and is being evaluated for acute coronary syndrome. The status of the promus stent was thought to be patent, but was not confirmed. Etiology of the orthostatic hypotension is unknown. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. There was no reported product deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the hospitalization appears to be related to the operational context of the procedure.